Event description:
The product was used during a diagnostic laparoscopy procedure. Reportedly, the safety shield did not retract and the common iliac artery was punctured. The pt suffered blood loss and a transfusion was required. The surgeon sutured to complete the procedure.